Manufacturer narrative:
The insulin pump had no button response due to flattened dome switches on express bolus button, esc, act and down buttons. The keypad connector was locked on lcd board. We were unable to do the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or test the operating currents due to no button response. We were unable to test for threshold suspend alarm, sensor anomaly, weak battery alarm, low battery alarm or the no delivery alarm due to no button response. The insulin pump had a minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife called to report that she was hospitalized due to high blood glucose levels. Customer's wife reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading at the time of hospitalization was 798 mg/dl. No significant events leading to the keypad issues were observed. Customer reported symptoms related to their high blood glucose levels included vomiting and nausea. Customer treated his high blood glucose with the insulin pump and later during hospitalization with an IV drip. Customer was wearing the insulin pump at the time of hospitalization. Customer's wife stated that the pump seem to stop working once the customer was in the emergency room. Customer reported that the insulin pump alarmed no delivery and sensor value is below the threshold suspend. Customer was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the issue could not be determined. Product is being returned and replaced.